Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the proximal end of the lead tip in the neck region and exhibited stretching in this area as well. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this lead was an attempted right atrial (ra) implant. Following removal of the introducer lead measurements were checked and it was determined the lead had dislodged. The physician attempted to reposition the lead without using the introducer and was only able to extend the helix approximately a quarter of its length; it could not be retracted. This lead was extracted and replaced with an alternate lead. No adverse patient effects were reported.